Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the printing on a bd¿ wos glyco-block syringe was illegible. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
35 loose 10ml assembled syringes were received by bd canaan and reported to be from combined batches 7298593, 7235612 and 7209733 (p/n 300698). First, 33 syringes were found to have missing print in the secondary print outside the grad lines. The print appeared to have been scratched off in the horizontal/radial direction (as if to follow the barrel¿s circumference). The missing print affected approximately the same area/distance from the barrel tip but different location on the barrel¿s circumference, the print observed is rejectable per product specification. Second, 2 syringes were found to have minor print blurring in various areas of the secondary print, outside the grad lines, the print observed is acceptable per product specification. Additionally, 318 capped syringes were received by bd canaan and evaluated: 309 were found to have rejectable missing print, and 9 were found to have rejectable smeared print. A device history record (DHR) review for batch 7298593 (p/n 300698) was performed, manufacturing dates: 10/31/2017 to 11/01/2017, batch quantity was (B)(6). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7298593 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root causes are missing print scratched off due to the print shoe causing a partial scratch on most barrels exiting from under the print pad as a result of printer setup/ink buildup around the print shoe and the missing print was scratched off after it was already printed, it is possible that this occurred at canaan during the assembly process if a piece of a broken plunger rod were to get stuck in the assembly dial. A quality alert was created and communicated to all personnel for awareness of the missing print defects found by customer. Confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Corrective actions: a quality alert was created and communicated to all personnel for awareness of the missing print defects found by customer on (B)(6) 2018. No corrective actions will be taken as the defect could not have been definitively confirmed to have occurred at the dial. If a part was caught in dial of one machine, the other machine would not be affected resulting in a 50% defective rate at worst. It is also highly unlikely for a part to be caught in dial unnoticed for the duration of an entire batch.